Event description:
It was reported during explant procedure the physician had difficulty unscrewing the set screws of the rv lead bore of the device.

Manufacturer narrative:
The reported field event of the inability to remove the set screws from the lead bore was confirmed in the laboratory. The device was visually inspected and the vtip septum was found to be damaged. Septum material was also noted inside both set screw cavities. The device was tested on the bench and when trying to tighten down the vtip and vring set screws onto test leads, the torque driver slipped inside of the set screw cavities, which impeded full normal engagement between the torque driver and the set screw hex cavities.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.